Manufacturer narrative:
(B)(4): the customer reported an intermittent connection with the therapy cable. There was no report of pt impact or involvement. A philips rep evaluated the device and could not reproduce the reported symptom. Based on the customer's reported symptom, the therapy connector was replaced.

Event description:
The customer reported an intermittent connection with the therapy cable. There was no report of pt impact or involvement.